Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary. There was no adverse impact to the customer's blood glucose level.